Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken connectors. It was also noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that both of the top connectors of the external pulse generator (epg) were broken. The epg has been returned for repair and a requested calibration procedure. No patient complications have been reported as a result of this event.